Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-may-2021. The most recent information was received on 20-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('severe haemorrhagic periods') in a 38-year-old female patient who had essure (batch no. C68789) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device fitted in the right fallopian tube only (as the left one was missing at the time of insertion)" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), endometriosis ("endometriosis"), alopecia ("hair loss"), haemorrhoidal haemorrhage ("bleeding haemorrhoids"), fatigue ("extreme fatigue and even exhaustion"), amnesia ("loss of memory"), confusional state ("confusion"), loss of libido ("loss of libido"), dysphagia ("difficulty swallowing"), depression ("depression"), dizziness ("dizziness"), acne ("pimples (mild acne on the face and scalp)"), diarrhoea ("bouts of diarrhoea"), muscle spasms ("nervous tics (abnormal movement of the head or legs)"), back pain ("back pain / lower back pain"), neck pain ("neck pain"), pruritus ("itching of skin"), pruritus genital ("itching of genitals"), anal pruritus ("itching of anus"), hypohidrosis ("reduction in perspiration"), headache ("headaches"), hypersensitivity ("hypersensitivity"), urinary incontinence ("urinary incontinence"), stress ("intense stress"), hypoaesthesia ("numbness in the upper limbs during sleep"), ear infection ("rarely painful like otitis") with otorrhoea, dysmenorrhoea ("significant pain during menstruation") and adenomyosis ("uterine adenomyosis"). The patient was treated with iron and surgery (essure removal via hysterectomy and right salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, endometriosis, alopecia, haemorrhoidal haemorrhage, fatigue, amnesia, confusional state, loss of libido, dysphagia, depression, dizziness, acne, diarrhoea, muscle spasms, back pain, neck pain, pruritus, pruritus genital, anal pruritus, hypohidrosis, headache, hypersensitivity, urinary incontinence, stress, hypoaesthesia, ear infection, dysmenorrhoea and adenomyosis outcome was unknown. The reporter provided no causality assessment for acne, adenomyosis, alopecia, amnesia, anal pruritus, back pain, confusional state, depression, diarrhoea, dizziness, dysmenorrhoea, dysphagia, ear infection, endometriosis, fatigue, haemorrhoidal haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, hypohidrosis, loss of libido, muscle spasms, neck pain, pruritus, pruritus genital, stress and urinary incontinence with essure. The reporter commented: essure were implanted only on the right tube (as the left one was missing at the time of insertion). She has difficulty losing weight, her confusion and memory loss, which intensified in 2020, were not extensively tested, but auscultation by the attending physician did not detect any serious disorders requiring this.back pain sometimes managed with osteopathy sessions, her confusion and memory loss, which intensified in 2020, were not extensively tested, but auscultation by the attending physician did not detect any serious disorders requiring this. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Blood test - on an unknown date: regular blood tests did not prove that the extreme fatigue was due to deficiencies (normal workups), occasional treatment by iron intake did not result in any improvement in the condition despite an increase in ferritin, or magnesium (treatment not continued because of poor gastrointestinal tolerance). Magnetic resonance imaging - in (B)(6) 2021: showed up evidence of uterine adenomyosis, and "small nodular elements" in t1 hyperintensity at the right inguinal canal level (endometriosis). Thyroid function test - on an unknown date: no dysfunction. Ultrasound scan - on an unknown date: throat ultrasound was unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('severe haemorrhagic periods') in a 38-year-old female patient who had essure (batch no. C68789) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device fitted in the right fallopian tube only (as the left one was missing at the time of insertion)" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), endometriosis ("endometriosis"), alopecia ("hair loss"), haemorrhoidal haemorrhage ("bleeding haemorrhoids"), fatigue ("extreme fatigue and even exhaustion"), amnesia ("loss of memory"), confusional state ("confusion"), loss of libido ("loss of libido"), dysphagia ("difficulty swallowing"), depression ("depression"), dizziness ("dizziness"), acne ("pimples (mild acne on the face and scalp)"), diarrhoea ("bouts of diarrhoea"), muscle spasms ("nervous tics (abnormal movement of the head or legs)"), back pain ("back pain / lower back pain"), neck pain ("neck pain"), pruritus ("itching of skin"), pruritus genital ("itching of genitals"), anal pruritus ("itching of anus"), hypohidrosis ("reduction in perspiration"), headache ("headaches"), hypersensitivity ("hypersensitivity"), urinary incontinence ("urinary incontinence"), stress ("intense stress"), hypoaesthesia ("numbness in the upper limbs during sleep"), ear infection ("rarely painful like otitis") with otorrhoea, dysmenorrhoea ("significant pain during menstruation") and adenomyosis ("uterine adenomyosis"). The patient was treated with iron and surgery (essure removal via hysterectomy and right salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, endometriosis, alopecia, haemorrhoidal haemorrhage, fatigue, amnesia, confusional state, loss of libido, dysphagia, depression, dizziness, acne, diarrhoea, muscle spasms, back pain, neck pain, pruritus, pruritus genital, anal pruritus, hypohidrosis, headache, hypersensitivity, urinary incontinence, stress, hypoaesthesia, ear infection, dysmenorrhoea and adenomyosis outcome was unknown. The reporter provided no causality assessment for acne, adenomyosis, alopecia, amnesia, anal pruritus, back pain, confusional state, depression, diarrhoea, dizziness, dysmenorrhoea, dysphagia, ear infection, endometriosis, fatigue, haemorrhoidal haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, hypohidrosis, loss of libido, muscle spasms, neck pain, pruritus, pruritus genital, stress and urinary incontinence with essure. The reporter commented: essure were implanted only on the right tube (as the left one was missing at the time of insertion). She has difficulty losing weight, her confusion and memory loss, which intensified in 2020, were not extensively tested, but auscultation by the attending physician did not detect any serious disorders requiring this.back pain sometimes managed with osteopathy sessions, her confusion and memory loss, which intensified in 2020, were not extensively tested, but auscultation by the attending physician did not detect any serious disorders requiring this. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Blood test - on an unknown date: regular blood tests did not prove that the extreme fatigue was due to deficiencies (normal workups), occasional treatment by iron intake did not result in any improvement in the condition despite an increase in ferritin, or magnesium (treatment not continued because of poor gastrointestinal tolerance). Magnetic resonance imaging - in (B)(6) 2021: showed up evidence of uterine adenomyosis, and "small nodular elements" in t1 hyperintensity at the right inguinal canal level (endometriosis). Thyroid function test - on an unknown date: no dysfunction. Ultrasound scan - on an unknown date: throat ultrasound was unremarkable. Amendment: the report was amended for the following reason: after internal review, the event "device fitted in the right fallopian tube only(as the left one was missing at the time of insertion)" was recoded to meddra pt 'medical device monitoring error' instead of ' complication of device insertion'. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on 10-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('severe haemorrhagic periods') in a (B)(6) female patient who had essure (batch no. C68789) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("device fitted in the right fallopian tube only (as the left one was missing at the time of insertion)"). In 2019, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), endometriosis ("endometriosis"), alopecia ("hair loss"), haemorrhoidal haemorrhage ("bleeding haemorrhoids"), fatigue ("extreme fatigue and even exhaustion"), amnesia ("loss of memory"), confusional state ("confusion"), loss of libido ("loss of libido"), dysphagia ("difficulty swallowing"), depression ("depression"), dizziness ("dizziness"), acne ("pimples (mild acne on the face and scalp)"), diarrhoea ("bouts of diarrhoea"), muscle spasms ("nervous tics (abnormal movement of the head or legs)"), back pain ("back pain / lower back pain"), neck pain ("neck pain"), pruritus ("itching of skin"), pruritus genital ("itching of genitals"), anal pruritus ("itching of anus"), hypohidrosis ("reduction in perspiration"), headache ("headaches"), hypersensitivity ("hypersensitivity"), urinary incontinence ("urinary incontinence"), stress ("intense stress"), hypoaesthesia ("numbness in the upper limbs during sleep"), ear infection ("rarely painful like otitis") with otorrhoea, dysmenorrhoea ("significant pain during menstruation") and adenomyosis ("uterine adenomyosis"). The patient was treated with iron and surgery (essure removal via hysterectomy and right salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, endometriosis, alopecia, haemorrhoidal haemorrhage, fatigue, amnesia, confusional state, loss of libido, dysphagia, depression, dizziness, acne, diarrhoea, muscle spasms, back pain, neck pain, pruritus, pruritus genital, anal pruritus, hypohidrosis, headache, hypersensitivity, urinary incontinence, stress, hypoaesthesia, ear infection, dysmenorrhoea, adenomyosis and complication of device insertion outcome was unknown. The reporter provided no causality assessment for acne, adenomyosis, alopecia, amnesia, anal pruritus, back pain, complication of device insertion, confusional state, depression, diarrhoea, dizziness, dysmenorrhoea, dysphagia, ear infection, endometriosis, fatigue, haemorrhoidal haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, hypohidrosis, loss of libido, muscle spasms, neck pain, pruritus, pruritus genital, stress and urinary incontinence with essure. The reporter commented: essure were implanted only on the right tube (as the left one was missing at the time of insertion). She has difficulty losing weight, her confusion and memory loss, which intensified in 2020, were not extensively tested, but auscultation by the attending physician did not detect any serious disorders requiring this. Back pain sometimes managed with osteopathy sessions, her confusion and memory loss, which intensified in 2020, were not extensively tested, but auscultation by the attending physician did not detect any serious disorders requiring this. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - on an unknown date: regular blood tests did not prove that the extreme fatigue was due to deficiencies (normal workups), occasional treatment by iron intake did not result in any improvement in the condition despite an increase in ferritin, or magnesium (treatment not continued because of poor gastrointestinal tolerance). Magnetic resonance imaging - in (B)(6) 2021: showed up evidence of uterine adenomyosis, and "small nodular elements" in t1 hyperintensity at the right inguinal canal level (endometriosis). Thyroid function test - on an unknown date: no dysfunction. Ultrasound scan - on an unknown date: throat ultrasound was unremarkable. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.